Manufacturer narrative:
Evaluation summary: the generator was returned and analysis was unable to confirm the customer comment that the sensitivity was out of specification. The generator passed all incoming tests and no anomalies were found. (B)(4).

Event description:
It was reported the external pulse generator (epg) was returned from repair, and it failed preventive maintenance. The sensitivity was out of specification. The epg was returned for warranty repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the external pulse generator (epg) was returned from repair, and it failed preventive maintenance. The sensitivity was out of specification. The epg was returned for warranty repair. There was no patient involvement.